Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an output anomaly and >2000 ohms impedance. When the lead tested normal, the pulse generator was replaced.